Event description:
The device was placed in pt with colonrectal cancer/pe. The device tilted and began to migrate, was snared and repositioned. However, the device failed to deploy as legs would not open. Was removed and a replacement was used for the procedure.

Manufacturer narrative:
Still under investigation.